Manufacturer narrative:
(B)(4). Date sent: 6/10/2026. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number 30252, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the implant date? What was the explant date? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Described the position of the linx device at the time of removal? Did it appear that the position of the device had changed since the implant procedure? How was this change observed (intra-operatively at the time of explant, x-rays, barium swallow, egd)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted due for reoccurrence of hiatal hernia and progression of barretts. Patient was converted to a nissen fundoplication and doing well.